Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to customer's blood glucose level. The customer declined to load a new cartridge. Customer will continue to use current cartridge and follow up if necessary.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.